Manufacturer narrative:
Patient weight is not available for reporting. Date the subject plate broke is unknown. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 to explant a broken matrix mandible plate and revise the patient with another, unknown plate. The patient initially underwent a mandibular resection osteotomy to treat a tumor on (B)(6) 2015 during which time the reported plate was implanted. It was reported that no bone grafting was performed during this surgery and that bone grafting would be performed during a future surgery. On an unknown date (B)(6) 2016 the patient experienced discomfort/pain and returned to the hospital for examination. It was discovered that the matrix mandible plate had broken. There was no report of complications or surgical delay during the (B)(6) 2016 revision surgery. The patient's condition was reportedly stable postoperatively and the patient has been discharged from the hospital. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the: date of manufacture: 10/31/2014 expiration date: n/a , 04.503.703 / lot: 7837814. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7837814 of matrix-mandible mini plate ¿ tension band nrw/3x3/malleable/1.0mm was processed through the normal manufacturing and inspection operations with no scrap or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the billet material lot 7753241 met all specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned device was received in two pieces. The break is located mid hole, just lateral to the median tension band. Whether this complaint can be replicated is not applicable as the plate is already broken. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The tabulated product drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. It is not likely that the design of the device contributed to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.